Event description:
Information was received indicating that when the cassette was used the pump exhibited a "no disposable" alarm and stopped infusing before administering the full dose. Per reporter cassette with and without clips tried.

Manufacturer narrative:
Additional contact information: (B)(6).